Event description:
The customer stated that she was experiencing high blood glucose of 318 mg/dl. The customer stated she changed the infusion set, but the blood glucose remained elevated. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.